Manufacturer narrative:
(B)(4). Medical devices: 15-103204 ¿ taperloc micro lat femoral stem ¿ unk, 157448 ¿ m2a magnum modular head ¿ unk, unknown part ¿ magnum taper ¿ unknown lot, therapy date: unknown. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2018 -06439, 0001825034 -2018 -08788, 0001825034 -2018 -08790. Insufficient information.

Event description:
It was reported a patient underwent initial right total hip arthroplasty. Subsequently, patient was noted to have bone scan indicating loosening of the stem along with fluid collection on MRI on unknown date. Patient was recommended for revision; however, no procedure has been reported to date.